Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, the atrial set-screw was unable to be loosened. Different wrenches were used without results. A surgical drill was used to remove the set-screw. The device was explanted and replaced. The patient was asymptomatic during the procedure and was doing well in the recovery room after the case.